Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp)multiple electrical failure code #42s were found in the logs. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate issue during pm. Fse replaced assembly iab datasette and assembly dss datasette as a precaution. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h8 (usage of device).

Manufacturer narrative:
Updated fields: b4, d8, d9 (date), g1, g3, g6, h6. (Investigation conclusions), h11. A getinge field service engineer (fse) could not duplicate issue during pm. No patient involved and no harm reported. Fse replaced assembly iab datasette and assembly dss datasette as a precaution. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing department received the following parts associated with this complaint. Where 2 datasette were received with a reported unit failure of electrical test fails code 42 observed in logs. The failure analysis and testing department performed a visual inspection and found the parts to be in good condition. The failure analysis and testing department installed part into the cs300 test fixture serial number (B)(6) and tested the datasettes to factory specifications per the cs300 service manual. The fat department could not replicate the complaint of electrical test fails code 42 after one hour of run time. Electrical test fails code 42 is the datasettes are not compatible with the front-end board. Electrical test fails code 42 is an error code that only occurs upon at power-up.the fat department did not observe that failure code upon start up. The fat department could not replicate the failure of electrical test fails code 42. The datasettes passed testing. Retaining the datasettes in the fat dept. Sop.

Event description:
N/a.